Event description:
Over the course of the last 3 weeks, five 1.5 m2 medtronic silicone ECMO membranes were found to have leaks. Two occurred while on patients, and three occurred on stand-by circuits.if the leak is bad enough, the patient has to be separated from ECMO support to change the membrane, thus putting the patient at risk. The ECMO manager met with the manufacturer who said he would analyze the defective membranes which he then took with him. He thought medtronic would be doing their own FDA reporting. We did trace the lot numbers and found them all to be of the same lot. There were no more of that lot in-house and we were given a supply from a different lot.